Event description:
Customer reported a hospitalization for diabetic ketoacidosis. She stated that the reservoir and infusion set were the reason for the issue. The blood glucose reading at the time of hospitalization was 1,003 mg/dl. The customer had been off of the insulin pump for one day prior to this event. Customer also reported that insulin had leaked into the insulin pump. The blood glucose reading was come down to 90 mg/dl. The reservoir had leaked past both o-rings. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.